Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. The abbott field service representative (fsr) replaced multiple parts (the bellows and valve, poppet set) which were determined to be the likely cause of the issue. No additional discrepant results were reported on this analyzer. A review of the analyzer service history was performed; no additional erratic or discrepant patient results reported on the analyzer, nor did it identify any service or complaint issues that may have contributed to the issue described in this complaint. A tracking and trending review was completed; no adverse trends were identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results while using the architect c4000 analyzer. The customer provided the following data: patient 1: lactate dehygrogenase (ldh): initial (B)(4), retest: 106 u/l. The customer indicated the patient was admitted after the initial result was generated, no impact to patient management was reported. Patient 2: calcium: sid (B)(6), calcium initial: 5 mg/dl, retest 9 mg/dl. No adverse impact on patient management was reported.